Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "red alarm-service needed alert." Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During the self check startup procedure the pump made excessive recharge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No other damage was identified.